Event description:
Info received indicates, the head section is stuck in the raised position and will only lower using CPR. The technician isolated the siderails and found the up function switch was stuck on the left siderail pt circuit board which caused the head to rise as soon as the bed was plugged in.

Manufacturer narrative:
The technician replaced the left siderail pt circuit board to repair the bed.